Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred despite the customer changing the pump supplies. The customer was subsequently hospitalized after experiencing an elevated blood glucose (bg) level of 526 (mg/dl) and diabetic ketoacidosis. A correction bolus was delivered prior to hospitalization to address bg levels. While hospitalized, the customer was treated with saline and intravenous insulin. The customer was released from the hospital on (B)(6) 2016.